Event description:
An intraocular lens was reported to have had a labeling discrepancy. The dioptic power on the primary label (17.0d) did not match that on the secondary label (17.5d). The actual power of the lens was 17.0d. Intraocular lens was implanted. Dr considers 0.5d within tolerance and commented that there is no impact on pt vision due to power 17.0d at the present time. Visual actuity was 0.8 postoperatively.